Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The ventricular lead exhibited noise that could not be reproduced with isometrics. A fluoroscopy revealed the lead twisted in pocket due possible twiddler's syndrome. The lead was capped and replaced. The patient was stable post procedure.